Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the wrench was unable to be seated into the set screw of the left ventricular port. Multiple attempts were made, but the issue persisted with the set screw. The device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, a loose/detached set screw, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.